Event description:
During a venogram on the right popliteal, the proximal balloon burst after inflation. Another trellis was used to complete the procedure.

Manufacturer narrative:
The device history record (DHR) review was conducted for product code bvt812030, lot# 551657, which was manufactured in december 2012 and the expiration date is december 2014. This lot was 100% visual and functional inspected with no defects detected.